Event description:
It was reported that the patient was having non-target stimulation. It was also noted that the patient had been reprogrammed multiple times. The patient underwent a lead replacement procedure and was reprogrammed successfully. The patient was doing well postoperatively.